Event description:
During surgical procedure, the physician inserted a trocar with a retractable tip. As the port was put into the abdomen, it did not retract. The instrument, trocar with retractable tip, was removed from the abdomen and it did not release. A one cm to 2 cm laceration of the peritoneum posterior to the bifurcation of the abdominal aorta was noted.